Event description:
The customer reported that the system takes several tries to boot up, then, after boot up, it will not take exposures. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive in the image processing computer. System operates as intended.